Event description:
Litigation papers allege: surgery of left hip revealing pseudotumor and metallosis, multiple hip dislocations; emotional distress, anxiety and mental anguish, medical and other related expenses, loss of earnings and impaired earning capacity. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: surgery of left hip revealing pseudotumor and metallosis, multiple hip dislocations; emotional distress, anxiety and mental anguish, medical and other related expenses, loss of earnings and impaired earning capacity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the revision operative note indicated there was metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.